Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2017 with the following findings: multiple manual time changes observed in the black box. A timekeeping accuracy test was performed; the pump was keeping time accurately. Unable to duplicate or verify report issue. Battery compartment is cracked alongside of pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump is randomly changing from 12 hour to 24 hour mode. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.